Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "malalignment of the components can place inordinate forces on the components which may cause excessive wear." Number 3 states, "soft tissue imbalance can cause excessive wear and/or failure of the implant." Number 6 states, "improper preoperative or intraoperative implant handling or damage can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. This may also lead to damages on any coated implants." Under adverse reactions, number 4 states, "particulate wear debris and discoloration from metallic or polyethylene components of joint implants maybe present in adjacent tissue or fluid.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and metallosis.